Event description:
The customer reported no audible tones on the insulin pump. The customer ran a self test and the insulin pump did not beep during the tone test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.